Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, on one occasion the customer's spouse "found him unconscious in bathroom and an ambulance was called and on another he had a severe event on a walk and had to sit down on the side of the road where wife found him." The customer reverted to an alternate method of insulin therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.